Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool marks to the silastic cover. In addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The scanning electron microscopy analysis of the electrode pocket revealed no corrosion in the feedthrough pocket. In addition, an electrode had a tensile break just behind a contact. This is believed to have occurred during revision surgery. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues. Programming adjustments were made, however, the issue did not resolve. The recipient is a poor performer. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.